Event description:
Customer reportedly received the following results on the accutrend plus system within 10 minutes: 50 mg/dl, 200 mg/dl, and 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). (B) (4).

Event description:
The event reported as: the stapler jammed during use. No injuries reported.